Manufacturer narrative:
This medwatch report is for the advantage suspect device system used. Reference medwatch report with patient identifier (B)(6) for the aviva suspect device system used.

Event description:
Reporter alleged the customer obtained the results of 514 mg/dl and 218 on the aviva system compared back to back with a result of 216 mg/dl on the advantage system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.